Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application shut down unexpectedly. Data was provided for evaluation. The reported issue could not be confirmed and a root cause could not be determined.